Event description:
User facility reported an uneventful novasure endometrial ablation, done in 2009. There was no evidence of perforation on post hysteroscopy. However, during a laparoscopic tubal ligation, done immediately following the ablation, the physician noted "two white blanched spots on the serosal layer located at each side of the fundus toward [the] fallopian tubes". The patient was discharged home. Two weeks later, the patient was admitted to the hospital with "severe abdominal cramping". Exploratory laparoscopy was done and a bowel perforation was seen. The physician "stitched the bowel" and the patient was discharged home. Follow-up was received approx three months later. It was reported that the patient has been seen on follow-up and is fine. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.